Event description:
My daughter had this device via a catheter surgery to close the hole in her heart -atrial septal defect-. A week after the device was placed, our cardiologist asked to come in for a follow-up visit where he informed us the device was causing mitral valve leak which could be irreversible. He recommends removing the device and closing her hole surgically. As they had never encountered this problem previously, he wanted us to avoid irreversible damage to her heart. Subsequently removed the device via open heart surgery. Continuous bi-yearly follow-up review.